Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The enclosure was damaged. There was also damage to the water cover, front cover, line cord, and pole clamp. The customer reported product problem was reproduced during testing. The alarm sounded. The overt temperature was out of calibration. The faulty pcb was replaced. The enclosure, front cover, line cord, cracked tank cover, pole clam, and bent micro switch were also replaced. The device passed all the functional tests following these repairs. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that an overtemp alarm occurred to a smiths medical level 1® hotline® low flow system. There were no reported adverse effects.